Manufacturer narrative:
The device was not returned to the MFR at this time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while using the universal modular electric/battery double trigger handpiece the saw/drill attachment jammed and there was insufficient power to drill through the femur and tibia. No add'l clinical info was rec'd prior to this report.